Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached returned and the top of the I-blade upper tip broken off but returned. The device was connected to the generator and it was recognized. Because the I blade and the jaw were damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a diagnostic laparoscopic procedure, the jaw broke off of the instrument. The broken pieces were retrieved from the patient. It was not reported how the procedure was completed but there was no consequence to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.